Event description:
It was reported that the swg met resistance during insertion into the introducer needle. After the swg and introducer needle were removed together, the swg was found kinked. This event occurred in the ICU. As a result, a new kit was opened and used to complete the procedure successfully. There was no delay in treatment. No complications or death occured to the patient.

Manufacturer narrative:
(B)(4).